Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a spline break occurred. A intellamap orion was selected for ventricular tachycardia procedure. However during withdrawal of the catheter it was noticed that one of the splines broke. There were no patient complications reported.

Event description:
It was further reported that the catheter splines were still deployed when withdrawn through the non-bsc guiding sheath. The break occurred on the distal end.

Manufacturer narrative:
Updated: describe event or problem, device avail. For eval., returned to MFR. On., device returned to MFR., device evaluated by MFR., if not evaluated provide code, results codes, conclusion codes. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. Visual inspection revealed a kink located approx. 4 cm from the distal tip. Spline 6 is detached at the distal side. Electrical testing was performed and the device failed the test. The device failed the electrical test because the fixture which test that portion of the test could not be used because of the detached spline. This test was for magnetic registration. Magnetic sensor resistance and inductance testing revealed both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The orion dfu states: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated." And "precautions: always undeploy the catheter prior to removal from the patient. Use visualization (such as fluoroscopy) to verify undeployment. Do not deploy or articulate the catheter while the distal end is inside a sheath." (B)(4).

Event description:
It was reported that a spline break occurred. A intellamap orion was selected for ventricular tachycardia procedure. However during withdrawal of the catheter it was noticed that one of the splines broke. There were no patient complications reported.